Manufacturer narrative:
Article citation: pandika, veska, covington, matthew f. Fdg pet/CT and ultrasound evaluation of breast implant¿associated anaplastic large cell lymphoma. Clinical nuclear medicine. 28/jul/2019; 1-6. The events of lymphoma - alcl and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: peri-implant effusion; fluid sampling confirmed bia-alcl.

Event description:
Journal article "breast implant-associated anaplastic large cell lymphoma incidence" reported right side "peri-implant effusion" and "bia-alcl." Fluid sampling confirmed bia-alcl. Treatment was provided in the form of fluid sampling, implant removal, capsulectomy and a mastopexy. Manufacturer of the device is unknown. Device has been explanted.